Manufacturer narrative:
Another contact info: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
Amy patterson rn called into the emergency support program line to request support with an iab disconnected message on a cs300. She states the alarm has been occurring frequently since the patient arrived from the cath lab recently. The esp team reviewed verifying no blood in the helium tubing and that the 2 connection points of the extender tubing were indeed tight. This only resulted in several minutes between alarms occurring. The esp team and amy reviewed probable causes and she did not want to verify the scroll compressor was seated correctly into the cs300. Esp team guided her to change the therapy to another console. The esp team had her locate a second cs300 and the therapy was transferred without issue to that console. Amy stated there was no harm to the patient due to this issue.